Manufacturer narrative:
Exact date unknown, event occured sometime in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 19805533.

Event description:
It was reported that the patient was experiencing inadequate stimulation and underwent an explant procedure. All explanted devices were not returned.